Event description:
It was reported that the procedure was to treat a mid circumflex artery. A 4.0 x 28 mm xience xpedition was deployed in the circumflex without issue. When removing the stent delivery system, there was resistance felt inside the guiding catheter, the physician tugged on the device and the distal shaft separated. The catheter was inside the guiding catheter, so everything was removed as a single unit. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.